Manufacturer narrative:
H10: additional manufacturer narrative: after further investigation it was found that the conclusion of the investigation of these 13 cases of structural valve deterioration (svd) reported in this supplemental MDR report number 27074 was already reported under supplemental MDR reports numbers 27068 (2 cases of leaflet / perforation) and 27069 (11 cases of thickening / calcification).

Event description:
Through review of medical article " bioprosthesis in the mitral position: bovine pericardial versus porcine xenograft" , the following was identified involving edwards devices: thirteen (13) patients with unknown edwards valve implanted in mitral position underwent mitral valve reoperation for structural valve degeneration (svd) after an unknown implant duration.

Manufacturer narrative:
This is one of six manufacturer reports being submitted for this article. Model of devices is unknown. As per the article, all of the bovine pericardial prosthetics implanted were edwards lifesciences perimount (6900 or 7000tfx) or magna mitral ease (7300tfx) pericardial valves. Nevertheless, there is no information about which specific device was implanted in each patient. The date of the event is unknown. However, according to the article, patients underwent mitral valve replacement between january 1996 and july 2018. The date article was received for publication was used as the occurrence date ((B)(6) 2021). Article citation: han dy, park sj, kim hj, jung sh, choo sj, chung ch, lee jw, kim jb. Bioprosthesis in the mitral position: bovine pericardial versus porcine xenograft. J chest surg. 2022 feb 5;55(1):69-76. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.